Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on eight patient samples on an advia centaur xpt analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced valve 39 and the aspirate probe 2. On subsequent visits, the cse replaced the reagent probe, acid pump and valve, base pump and valve, all pinch valves and tubing and resuspended the magnet. The separation manifold was serviced. The cse performed an instrument decontamination with hydrogen peroxide and cleaning solution. Tnih precision testing was performed, and all results were within acceptable ranges. Qc was performed and was within acceptable ranges. Siemens further evaluated the event and concluded that instrument related issues potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated high-sensitivity troponin I (tnih) results were obtained on eight patient samples on an advia centaur xpt analyzer. The samples were repeated on the same instrument and an alternate advia centaur analyzer. The repeat results were lower than the erroneous results. The repeat results obtained on the alternate advia centaur analyzer for 7 patient samples were reported, as the correct results, to the physician(s). The repeat result from the initial instrument obtained for patient identified with sample ID: (B)(6) was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.